Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts were made to contact the customer to get additional complaint information, but were unsuccessful. The customer did, however, return the product for testing/analysis. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a breach in the insulation of the dc output cord was present, exposing wires and resulting in a short which could cause sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed deformation on the transformer housing, but no holes or openings. A visual examination of the cord revealed twisting and kinking and a breach in the insulation along the length of the cord, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.5 vdc, which is normal and indicates that the power supply is producting the correct voltage. Resistance across the dc plug was measured at 0.55 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.9 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her pump does not power her pump and she saw a spark from the plug. The pump does work with the battery pack. No injuries were reported.